Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. The catheter successfully attached to the catheter interface module with no anomalies noted. The catheter successfully established communication with the zonare viewmate system and the system recognized the catheter and the imaging screen was displayed. The catheter tip was noted to be bent and fractured. Functional testing was not possible due to the aforementioned damage. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
This report is to advise of a fracture noted during analysis.